Event description:
A hospital in (B)(6) reported that there was a crack on the bottom of an mr290v vented autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: it was originally reported that the complaint device was being returned for evaluation, however upon further information it has been reported that the complaint device will not be returned as it has been discarded. Photographs of the complaint chamber has been provided by the customer. Our analysis is accordingly based on the description of the events, the photographs provided and our knowledge of the product. Results: the photographs revealed a cresent shaped crack at the bottom of the chamber dome, where the middle of the cresent is located at the libotome lip of the chamber dome. A lot check revealed no other complaints of this nature for this product. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Without a complaint device we are unable to determine what caused the problem observed by the customer. However it is unlikely that the crack to the chamber would have been present at the time of production. It is likely that the complaint chamber sustained the reported damage post-production as a result of accidental impact during transportation or storage of the device. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. The chamber crack in this case was detected prior to patient connection with no consequence as a result. (B)(4).

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare. We will provide a follow up report upon receipt and completion of our investigation.

Event description:
A hospital in (B)(6) reported that there was a crack on the bottom of an mr290v vented autofeed humidification chamber. This was found prior to patient use.